Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. Device history review indicates this lot met standard specs. The cause of this event could not be determined without device eval. This is the first complaint of this type for this part/lot combination.

Event description:
The suture eyelet broke as the surgeon was tying and pushing down the knot. The surgeon used another implant and the suture broke as he pulled backwards while tying the suture. Implants were not removed. It was reported that the pt had poor tissue and bone quality. The case was switched to an open procedure to complete using bone tunnels. Surgery delayed over 30 minutes. Further communication with sales rep indicates the tear appeared too large to be repaired arthroscopically. This is one of two reports submitted for this event. This device is used for treatment.